Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise notifier was delivered. Egms were reviewed via a remote transmission. Atrial undersensing, which led to ventricular undersensing, along with a sensing latency on the farfield channel, were the cause of the non-sustained lead noise alert. Programming changes were recommended. No further information is available.